Manufacturer narrative:
Insulin pump monitored for several days. Unit received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. Insulin pump received with cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump alarmed failed battery test alarm. Customer did not recall blood glucose at the time of incident. The insulin pump had physical damage. Troubleshoot was not performed. Insulin pump will be returning for analysis.